Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. Wagschal, l., trope, g., jinapriya, d., jin, y., & buys, y. (N.d.). Prospective randomized study comparing ex-press to trabeculectomy: 1-year results. Glaucoma journal, 24(8), 624-629. (B)(4).

Event description:
A literature article reported following a glaucoma filtration device implant procedure, a study of 33 patients reported: 13 patients with early hypotony, three patients with late hypotony, one patient with membrane over the tube, one device had completely entered the anterior chamber, one patient with lens opacity, one device erosion, and conjunctival microcysts in 39% of the device blebs. Suture lysis was performed in 60% of the patients.